Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed because the lot number was not reported, and the device was not returned. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional device referenced in b5 is filed under a separate medwatch report number. B3: date of the event estimated as 12/20/2024. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of a common femoral vein using the pre-close technique prior to an interventional pulsed field ablation (pfa) procedure. Reportedly, after depressing the plunger there was no suture attached and a cuff miss occurred for two devices. An unknown method was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.